Manufacturer narrative:
Concomitant medical products: model: 3416, scs lead, implant date unknown. Model: 3186, scs lead, implant date unknown. This ipg serial number is included in field advisories. Correction/removal number: 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced diminished therapy due to possible fluid intrusion in the ipg header. An impedance check showed low impedance on all the contacts in use and normal impedance on all the contacts not in use. As a result, the ipg was explanted and replaced. During the procedure, a second lead was added to address the new pain the patient has developed. Effective therapy was obtained after the surgery.

Manufacturer narrative:
Results: the complaint was confirmed for low impedances. Microscopic inspection of the ipg header showed discoloration and adhesive void of top septum. Bottom septum also revealed discoloration in port near the lead insertion (tip). The fluid intrusion in the header would cause change in the system impedances and diminished therapy. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.